Event description:
The customer reported the device will not recognize the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device will not recognize the battery. There was no report of pt involvement. The device was evaluated at philips and symptom could not be duplicated. The device passed testing and was returned to the customer. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.